Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as an unknown cause. The patient was hospitalized ten days prior to the patient¿s death; however, it was not reported if the patient remained hospitalized until the date of the patient¿s death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.